Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation (both tubes)") and pelvic infection ("infections") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required) with abdominal pain lower, pelvic infection (serious criterion medically significant) with dyspareunia, dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("heavy menstrual bleeding / prolonged menses"). The patient was treated with surgery (salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, pelvic infection, dysmenorrhoea, menstrual disorder and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation, pelvic infection, dysmenorrhoea, menstrual disorder and menorrhagia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had both fallopian tubes perforated and infections (seen as pelvic infection). A salpingectomy was performed to remove micro-inserts around 5 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, consumer underwent a surgery to remove essure and fallopian tube perforation bilaterally was found. Given event nature causality cannot be excluded. Upper genital tract infections, occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infections after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("I was pregnant"), fallopian tube perforation ("fallopian tube perforation (both tubes) / perforation (fallopian tube(s)"), pelvic infection ("infections") and endometriosis ("endometriosis") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia, asthma, seizures and stroke. Current weight 89 lbs. Concurrent conditions included frequency urinary, urinary incontinence, wt gain, haemorrhage nos, low back pain, urinary tract infection, dysfunctional uterine bleeding, uterine leiomyoma, burning feeling vagina, vaginal itching, muscle cramps aggravated and body mass index normal. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015 to (B)(6) 2015, levetiracetam and norethisterone (ortho micronor-28). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea") and urinary tract infection ("urinary tract infection") with vomiting, pollakiuria, urinary incontinence, weight increased and back pain. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and cholelithiasis ("two large gallstones in the cul-de-sac"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic infection (seriousness criteria medically significant and intervention required) with dyspareunia, dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("heavy menstrual bleeding / prolonged menses / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (fulgarateion of endometriosis and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, menstrual disorder, endometriosis, cholelithiasis and urinary tract infection outcome was unknown, the pelvic infection, vaginal discharge and nausea had resolved and the menorrhagia and vaginal haemorrhage had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered cholelithiasis, dysmenorrhoea, endometriosis, fallopian tube perforation, menorrhagia, menstrual disorder, nausea, pelvic infection, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure inserts were placed in the tubes properly and proper placement confirmed by visualization, 5 coils noted on left and 3 coils noted on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, menorrhagia, urinary tract infection, pelvic pain, dyspareunia, fallopian tube perforation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Added event I was pregnant. Added symptoms of vomiting, frequent urination, ,incontinence, weight gain and lower back pain for urinary tract infection. Updated outcome of events discharge, nausea, infections. Concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jan-2017: ptc investigation result company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had both fallopian tubes perforated and infections (seen as pelvic infection). A salpingectomy was performed to remove micro-inserts around 5 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, consumer underwent a surgery to remove essure and fallopian tube perforation bilaterally was found. Given event's nature causality cannot be excluded. Upper genital tract infections, occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infections after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation (both tubes) / perforation (fallopian tube(s)"), pelvic infection ("infections") and endometriosis ("endometriosis") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, asthma, seizures and stroke. Concomitant products included levetiracetam, norethisterone (ortho micronor-28) and norlestrin fe (loestrin fe) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and nausea ("nausea"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and cholelithiasis ("two large gallstones in the cul-de-sac"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with dyspareunia, dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("heavy menstrual bleeding / prolonged menses / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (fulguration of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic infection, dysmenorrhoea, menstrual disorder, endometriosis, cholelithiasis, vaginal discharge, urinary tract infection and nausea outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered cholelithiasis, dysmenorrhoea, endometriosis, fallopian tube perforation, menorrhagia, menstrual disorder, nausea, pelvic infection, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- endometriosis, vaginal discharge, abnormal bleeding vaginal, bladder infection, urinary tract infection, vaginal infection, pain and dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), abnormal bleeding menorrhagia clubbed to previous events reporter information, historical condition added from pfs. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.